Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedance out of range. This lead was positioned high in the septum and was found to experience a micro dislodgement. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. The returned lead was analyzed. Visual inspection of the lead noted the internal insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The reported clinical observations of high impedance measurements is likely the result of the lead damage observed by the laboratory. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedance out of range. This lead was positioned high in the septum and was found to experience a micro dislodgement. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned. The device was later received for analysis.